Event description:
Drug/diluent: unk; fill volume: unk; flow rate: unk; procedure: unk; cathplace: unk. Pt reported to our company rep that she had surgery on her left upper extremity in 2006 and that she has suffered seizures and chronic headache. The pt stated that she has obtained legal counsel.

Manufacturer narrative:
Method: the customer did not return pump for eval. Results: no sample was received for eval and investigation. Without the actual product, a complete analysis cannot be conducted. Conclusions: if add'l info pertinent to this event becomes available, I-flow will submit a f/u report.